Manufacturer narrative:
Based on the claim against the product noting the corner of the hinge on a fenestrated bipolar forceps instrument was burnt, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the corner of the hinge on a fenestrated bipolar forceps instrument was burnt. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have thermal damage on the bipolar yaw pulley and near one of the bipolar forceps grips. Heavy sign of thermal damage was also noted on the bipolar yaw pulley. The instrument passed the electrical continuity test. Energy delivery was performed on in-house system with no issue. There was no sign of insulation damage on the conductor wire. An additional observation not related to the customer reported complaint was noted. The fenestrated bipolar forceps instrument was found to have two locations of scratch marks/abrasions on the edge of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.